Manufacturer narrative:
Device was received at synthes. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Lot number was corrected from 68336524 to 6836524.

Event description:
Hospital reported to sales consultant: facility received order (B)(4), ordered on (B)(4) 2012. Over the last few months the instruments appear to be corroding. It is not known what cleaning/sterilizing procedure was used on these instruments or how often. No patient involvement. This is 7 of 14 reports for this event.

Manufacturer narrative:
Device used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.